Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and visual inspection were performed. The damaged knob pole clamp was identified during visual inspection. The cause of the condition was determined to be the pole clamp. To correct the condition, the pole clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged knob pole clamp. No additional information is available.